Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had incurred physical damage in the insulation area. Additional information from the field representative had indicated that there was only slight damage of the insulation area under the clavicle but the whole conductor was not exposed. There was also noise that was observed on the lead. The field representative also indicated that this lead was explanted and was not returned because the explanted lead was sent to pathology. This ra lead was no longer in service. No additional adverse patient effects were reported.